Manufacturer narrative:
Other source (responsible for marketing / operating the mitg-surgical products in the territory). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, during anastomosis in a total gastrectomy procedure, when the probe was drawn video laparoscopically by the surgeon, the probe presented resistance and released the anvil. Several unsuccessful attempts have been made. The anastomosis was done manually. The surgical time was extended by more than 30 minutes due to the product problem. There was no patient injury.